Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address stiffness. She could not get full extension. Doi (B)(6) 2011 - dor (B)(6) 2012 (right knee). Update (B)(4) 2013 - the complaint has been updated and changed from MDR-no to MDR-yes because a clinical report states that the reasons for the patient's (B)(6) 2012 revision were pain and stiffness, as opposed to simply stiffness, as originally reported by the field. Part/lot numbers for the femoral component and tibial insert were provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient medical records were provided. Review of the supplied investigational inputs confirmed patient knee flexion contracture, which is the likely root cause of the reported patient pain, stiffness and lack of full extension of the knee. The investigation could not draw any conclusions about the root cause of the flexion contracture. A complaint database search finds no other reported incidents against the provided product and lot combination. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
He investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.